Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12605. It was reported the physician explanted the patient's leads due to migration issues. Reportedly a different model of lead was implanted and patient experienced effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.